Event description:
It was reported by service report that the cot had broken after support brackets on both sides of the main frame. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Litter support brackets.